Manufacturer narrative:
(B)(4). This is a combined initial and final report. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information and no further information has been provided. D10: unknown tibial component; item number: unknown; lot number: unknown. Unknown femoral component; item number: unknown; lot number: unknown. Unknown cement; item number: unknown; lot number: unknown. G2 ¿ foreign ¿ australia. No product was returned, and one picture was provided; a review of the pictures confirms a bearing which appears worn and broken. The quality of the photograph does not allow further assessment. A review of the device manufacturing records could not be performed due to a missing lot number. A review of the complaint history could not be performed due to missing reference and lot number. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to a polyethylene-bearing exchange, indicated for a broken or worn bearing. The procedure was necessitated by implant breakage and associated joint instability. Attempts have been made and all additional information received has been included in this report.